Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold. A lead revision procedure was performed, the lv lead was explanted and replaced successfully with a new lead. No additional adverse patient effects were reported.